Event description:
Litigation papers allege: physical injuries, economic losses and medical expenses; past, present and future pain and suffering, permanent physical injuries, disfigurement and emotional distress. Update: (B)(6) 2012 - operative reports were received. The patient was revised on (B)(6) 2011 to address a periprosthetic femur fracture discovered after a fall. Intraoperatively, 10 cc of brownish discolored nonpurulent fluid was encountered. The femoral stem was not loose and was left implanted. The cup showed some bony ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.